Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy"), device dislocation ("migration of essure device- location of device: not been able to locate") and abortion of ectopic pregnancy ("abortion on ectopic pregnancy") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (((B)(6) 2000,(B)(6) 2002, , (B)(6) 2009, (B)(6) 2010)) and abortion in 1999. Concurrent conditions included parity 4 (((B)(6) 2000,(B)(6) 2002, , (B)(6) 2009, (B)(6) 2010)), hemoperitoneum since (B)(6) 2014, abdominal pain, hyperemesis gravidarum (with metabolic disturbance antepartum cm), status: active) since (B)(6) 2013and obesity (obesity complicating pregnancy childbirth or the puerperium antepartum) since (B)(6) 2013. Family history included diabetes (maternal grandmother). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), weight decreased ("weight gain / loss specify which one: weight loss"), pelvic pain ("pain"), abdominal pain ("abdominal pain right side") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (diagnostic operative laparoscopy, lysis of adhesions, right salpingectomy) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, weight decreased, pelvic pain, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff was hospitalized with an ectopic pregnancy and subsequently underwent a bilateral tubal ligation. (B)(6) 2013 was onset date for ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy this event. On (B)(6) 2014, gross description: tissue removed: right tube and products of conception. The specimen is labeled "products of conception and right fallopian tube", consisting of a hemorrhagic large fallopian tube and a separate small fragment of blood clot. The tubal tissue is 4.0 cm in length and up to 2.5 cm in length. The separate blood clot is 1.7 x 1.0 x 0.9 cm. The tube appears to include the fimbriated end. Sections of hemorrhagic tube are submitted as a1-a2; sections of the blood clot are placed in a3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. On (B)(6) 2013 physican confirms that she was 8 weeks pregnant with a post implant pregnancy(ectopic pregnancy). Essure confirmation test-she have underwent with transvaginal ultrasound (tvu)-sonogram vaginal, and result was total bilateral occlusion. Approximately weight at the time of essure placement 179lbs. Procedure performed: 1. Diagnostic operative laparoscopy. 2. Lysis of adhesions. 3. Right salpingectomy. On (B)(6) 2014, supervision of h igh- risk pregnancy with inconclusive fetal viability. Cm), status: active, onset. (B)(6) 2013, noted (assessed) supervision of high- risk pregnancy with grand multiparity status: active, onset: (B)(6) 2013, noted (assessed) on (B)(6) 2014, final diagnosis: right fallopian tube, excision: * fragments of immature placenta and blood clot, consistent with ectopic gestation. *no abnormal trophoblastic hyperplasia is identified. *no fetal parts are identified. Clinical findings: abdominal pain, ectopic pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to treat ectopic pregnancy). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff was hospitalized with an ectopic pregnancy and subsequently underwent a bilateral tubal ligation. Diagnostic results: on (B)(6) 2013 physician confirms that she was 8 weeks pregnant with a post implant pregnancy(ectopic pregnancy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy"), device dislocation ("migration of essure device- location of device: not been able to locate") and abortion of ectopic pregnancy ("abortion on ectopic pregnancy") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida ((24jan2000,12mar2002, , 09apr2009, 30dec2010)) and abortion in 1999. Concurrent conditions included parity 4 ((24jan2000,12mar2002, , 09apr2009, 30dec2010)), hemoperitoneum since (B)(6) 2014, abdominal pain, hyperemesis gravidarum (with metabolic disturbance antepartum cm), status: active) since (B)(6) 2013 and obesity (obesity complicating pregnancy childbirth or the puerperium antepartum) since 29-oct-2013. Family history included diabetes (maternal grandmother). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight decreased ("weight gain / loss specify which one: weight loss"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant) and abdominal pain ("abdominal pain right side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (diagnostic operative laparoscopy, lysis of adhesions, right salpingectomy) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6)2012. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, weight decreased, pelvic pain, abdominal pain, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff was hospitalized with an ectopic pregnancy and subsequently underwent a bilateral tubal ligation. (B)(6) 2013 was onset date for ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy this event. On (B)(6)2014, gross description: tissue removed: right tube and products of conception. The specimen is labeled "products of conception and right fallopian tube", consisting of a hemorrhagic large fallopian tube and a separate small fragment of blood clot. The tubal tissue is 4.0 cm in length and up to 2.5 cm in length. The separate blood clot is 1.7 x 1.0 x 0.9 cm. The tube appears to include the fimbriated end. Sections of hemorrhagic tube are submitted as a1-a2; sections of the blood clot are placed in a3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. On (B)(6)2013 physican confirms that she was 8 weeks pregnant with a post implant pregnancy(ectopic pregnancy). Essure confirmation test-she have underwent with transvaginal ultrasound (tvu)-sonogram vaginal, and result was total bilateral occlusion. Approximately weight at the time of essure placement 179lbs procedure performed: 1. Diagnostic operative laparoscopy. 2. Lysis of adhesions. 3. Right salpingectomy. On (B)(6) 2014, supervision of h igh- risk pregnancy with inconclusive fetal viability. Cm), status: active, onset. (B)(6) 2013, noted (assessed) supervision of high- risk pregnancy with grand multiparity status: active, onset: 01nov2013, noted (assessed) on (B)(6) 2014, final diagnosis: right fallopian tube, excision: * fragments of immature placenta and blood clot, consistent with ectopic gestation. *no abnormal trophoblastic hyperplasia is identified. *no fetal parts are identified. Clinical findings: abdominal pain, ectopic pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: depression and mental anguish events were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy"), device dislocation ("migration of essure device- location of device: not been able to locate"), abortion of ectopic pregnancy ("abortion on ectopic pregnancy") and menorrhagia ("menorrhagia") in a 28-year-old female patient who had essure (batch no: 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (on (B)(6) 2000, on (B)(6) 2002, on (B)(6) 2009, on (B)(6) 2010) and abortion in 1999. Concurrent conditions included parity 4 (on (B)(6) 2000, on (B)(6) 2002, on (B)(6) 2009, on (B)(6) 2010), hemoperitoneum since on (B)(6) 2014, abdominal pain, hyperemesis gravidarum (with metabolic disturbance antepartum cm), status: active) since on (B)(6) 2013 and obesity (obesity complicating pregnancy childbirth or the puerperium antepartum) since on (B)(6) 2013. Family history included diabetes (maternal grandmother). Concomitant products included ibuprofen (motrin), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. On (B)(6) 2011, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced pelvic pain ("pain"), abdominal pain ("abdominal pain right side") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced fatigue ("fatigue") and vaginal infection ("infection (vaginal)"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition (anemia)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation on (B)(6) 2017 and total hysterectomy, uterus and cervix. Unilateral salpingectomy, left,unilateral salpingectomy,right). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, menorrhagia, weight decreased, abdominal pain, vaginal discharge, depression, anxiety, vaginal haemorrhage, anaemia, fatigue and vaginal infection outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anaemia, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff was hospitalized with an ectopic pregnancy and subsequently underwent a bilateral tubal ligation. On (B)(6) 2013 was onset date for ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy this event. Discrepancy noted in removal date previously reported as: on (B)(6) 2012 in current follow up reported as: on (B)(6) 2014, on (B)(6) 2017. On (B)(6) 2014, gross description: tissue removed: right tube and products of conception. The specimen is labeled "products of conception and right fallopian tube", consisting of a hemorrhagic large fallopian tube and a separate small fragment of blood clot. The tubal tissue is 4.0 cm in length and up to 2.5 cm in length. The separate blood clot is 1.7 x 1.0 x 0.9 cm. The tube appears to include the fimbriated end. Sections of hemorrhagic tube are submitted as a1-a2; sections of the blood clot are placed in a3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Ultrasound scan vagina: on (B)(6) 2009: both my fallopian tubes were correctly occluded.. On (B)(6) 2013 physican confirms that she was 8 weeks pregnant with a post implant pregnancy(ectopic pregnancy). Essure confirmation test-she have underwent with transvaginal ultrasound (tvu)-sonogram vaginal, and result was total bilateral occlusion. Approximately weight at the time of essure placement 179lbs. Procedure performed: 1. Diagnostic operative laparoscopy. 2. Lysis of adhesions. 3. Right salpingectomy. On (B)(6) 2014, supervision of h igh- risk pregnancy with inconclusive fetal viability. Cm), status: active, onset. On (B)(6) 2013, noted (assessed) supervision of high- risk pregnancy with grand multiparity status: active, onset: on (B)(6) 2013, noted (assessed). On (B)(6) 2014, final diagnosis: right fallopian tube, excision: fragments of immature placenta and blood clot, consistent with ectopic gestation. No abnormal trophoblastic hyperplasia is identified. No fetal parts are identified. Clinical findings: abdominal pain, ectopic pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs and medical record received. Medically confirmed case. Explanted date updated. Reporter added. Concomitant drug added. Events vaginal bleeding, menorrhagia, blood or heart disorder/condition (anemia), fatigue, infection (vaginal) added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy"), abortion of ectopic pregnancy ("abortion on ectopic pregnancy") and device dislocation ("migration of essure device- location of device: not been able to locate") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (((B)(6) 2000,(B)(6) 2002, , (B)(6) 2009, (B)(6) 2010)) and abortion in 1999. Concurrent conditions included parity 4 (((B)(6) 2000,(B)(6) 2002, , (B)(6) 2009, (B)(6) 2010)), hemoperitoneum since (B)(6) 2014, abdominal pain, hyperemesis gravidarum (with metabolic disturbance antepartum cm), status: active) since (B)(6) 2013 and obesity (obesity complicating pregnancy childbirth or the puerperium antepartum) since (B)(6) 2013. Family history included diabetes (maternal grandmother). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), weight decreased ("weight gain / loss specify which one: weight loss"), pelvic pain ("pain"), abdominal pain ("abdominal pain right side"), vaginal discharge ("vaginal discharge") and device dislocation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (diagnostic operative laparoscopy, lysis of adhesions, right salpingectomy). Essure was removed in (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, weight decreased, pelvic pain, abdominal pain, vaginal discharge and device dislocation outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff was hospitalized with an ectopic pregnancy and subsequently underwent a bilateral tubal ligation. (B)(6) 2013 was onset date for ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy this event. On (B)(6) 2014, gross description: tissue removed: right tube and products of conception. The specimen is labeled "products of conception and right fallopian tube", consisting of a hemorrhagic large fallopian tube and a separate small fragment of blood clot. The tubal tissue is 4.0 cm in length and up to 2.5 cm in length. The separate blood clot is 1.7 x 1.0 x 0.9 cm. The tube appears to include the fimbriated end. Sections of hemorrhagic tube are submitted as a1-a2; sections of the blood clot are placed in a3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. On (B)(6) 2013 physican confirms that she was 8 weeks pregnant with a post implant pregnancy(ectopic pregnancy). Essure confirmation test-she have underwent with transvaginal ultrasound (tvu)-sonogram vaginal, and result was total bilateral occlusion. Approximately weight at the time of essure placement 179lbs procedure performed: 1. Diagnostic operative laparoscopy. 2. Lysis of adhesions. 3. Right salpingectomy. On (B)(6) 2014, supervision of h igh- risk pregnancy with inconclusive fetal viability. Cm), status: active, onset. (B)(6) 2013, noted (assessed) supervision of high- risk pregnancy with grand multiparity status: active, onset: (B)(6) 2013, noted (assessed). On (B)(6) 2014, final diagnosis: right fallopian tube, excision: fragments of immature placenta and blood clot, consistent with ectopic gestation. No abnormal trophoblastic hyperplasia is identified. No fetal parts are identified. Clinical findings: abdominal pain, ectopic pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy with contraceptive device and abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Reporters were added. Patient¿s details, historical condition, concomitant disease, family history and unstructured relevant tests were added. Abortion on ectopic pregnancy, migration of essure device- location of device: not been able to locate, pain, weight gain / loss specify which one: weight loss, vaginal discharge and abdominal pain right side were added as events. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy'), device dislocation ('migration of essure device- location of device: not been able to locate'), abortion of ectopic pregnancy ('abortion on ectopic pregnancy') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion in 1999 and multigravida (((B)(6) 2000, (B)(6) 2002, (B)(6) 2009, (B)(6) 2010)). On (B)(6) 2013 physician confirms that she was 8 weeks pregnant with a post implant pregnancy(ectopic pregnancy). Essure confirmation test-she have underwent with transvaginal ultrasound (tvu)-sonogram vaginal, and result was total bilateral occlusion. Approximately weight at the time of essure placement 179lbs. Procedure performed: 1. Diagnostic operative laparoscopy. 2. Lysis of adhesions. 3. Right salpingectomy. On (B)(6) 2014, supervision of h igh- risk pregnancy with inconclusive fetal viability. Cm), status: active, onset. (B)(6) 2013, noted (assessed) supervision of high- risk pregnancy with grand multiparity status: active, onset: (B)(6) 2013, noted (assessed). On (B)(6) 2014, final diagnosis: right fallopian tube, excision: fragments of immature placenta and blood clot, consistent with ectopic gestation. No abnormal trophoblastic hyperplasia is identified. No fetal parts are identified. Clinical findings: abdominal pain, ectopic pregnancy. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included hemoperitoneum since (B)(6) 2014, hyperemesis gravidarum (with metabolic disturbance antepartum cm), status: active) since (B)(6) 2013, obesity (obesity complicating pregnancy childbirth or the puerperium antepartum) since (B)(6) 2013, parity 4 (((B)(6) 2000,(B)(6) 2002, , (B)(6) 2009, (B)(6) 2010)) and abdominal pain. Family history included diabetes (maternal grandmother). Concomitant products included celecoxib (celexa), ferrous sulfate, ibuprofen (motrin), mestranol;norethisterone (ortho novum), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish,"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. On (B)(6) 2011, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced pelvic pain ("pain"), abdominal pain ("abdominal pain right side") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and vaginal infection ("infection (vaginal)"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition (anemia)"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), urinary tract infection ("uti, urinary problem"), vulvovaginal candidiasis ("candida vaginal"), bladder disorder ("bladder problem") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation in (B)(6) 2017 and total hysterectomy, uterus and cervix. Unilateral salpingectomy, left,unilateral salpingectomy,right). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menorrhagia, urinary tract infection and bladder disorder had resolved, the abortion of ectopic pregnancy, weight decreased, abdominal pain, vaginal discharge, depression, anxiety, vaginal haemorrhage, anaemia, fatigue, vaginal infection and post procedural complication outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anaemia, anxiety, bladder disorder, depression, device dislocation, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight decreased to be related to essure. The reporter commented: plaintiff was hospitalized with an ectopic pregnancy and subsequently underwent a bilateral tubal ligation. (B)(6) 2013 was onset date for ectopic pregnancy/she was 8 weeks pregnant with a post implant pregnancy this event. Discrepancy noted in removal date previously reported as: (B)(6) 2012. In current follow up reported as: (B)(6) 2014, (B)(6) 2017. On (B)(6) 2014, gross description: tissue removed: right tube and products of conception. The specimen is labeled "products of conception and right fallopian tube", consisting of a hemorrhagic large fallopian tube and a separate small fragment of blood clot. The tubal tissue is 4.0 cm in length and up to 2.5 cm in length. The separate blood clot is 1.7 x 1.0 x 0.9 cm. The tube appears to include the fimbriated end. Sections of hemorrhagic tube are submitted as a1-a2; sections of the blood clot are placed in a3. (B)(6) 2014 and (B)(6) 2017. Unilateral salpingectomy - left. Unilateral salpingectomy - right. (B)(6) 2014, (B)(6) 2017. Unilateral salpingectomy - right. Unilateral salpingectomy ¿ left. Total hysterectomy (uterus and cervix removed). Discrepancy noted in insertion date on (B)(6) 2011. Received treatment for migration , uti, candida vaginal, bladder, urinary problem . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: both my fallopian tubes were correctly occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, new reporter, event uti, urinary problem, candida vaginal, bladder problem, outcome added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.